Manufacturer narrative:
Section d10: concomitant: size 2 logic 11mm psc insert (serial# (B)(6)). (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: size 2 logic 11mm psc insert (cat# 02-012-44-2011). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a female patient was brought to surgery due to right knee pain. The poly insert was removed and both femoral and tibial components checked. The femur was found to be loose and removed. The patient received a right size 2 cc femur with an offset coupler and a press fit stem as well as a new insert. Patient was last known to be in stable condition following the event. The device will be returned.